Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. During troubleshooting with tandem technical support, the pump was turned on, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged between 170-430mg/dl. Reportedly the customer continued to use the pump for insulin therapy.